Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that patient underwent a surgical intervention (unknown) in order to solve right knee arthrofibrosis.

Manufacturer narrative:
Corrections based on new data received.

Event description:
Surgical intervention performed was manipulation under anesthesia.